Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement brush won¿t stay on and keeps falling off - oral-b [device breakage]. Getting a lot of mold in it - oral-b [product contamination microbial]. Case narrative: consumer via e-mail stated that the replacement oral-b toothbrush head would not stay on and kept falling off of the oral-b toothbrush. It also was getting a lot of mold in it. No injury was reported. 12-may-2023 case update: the suspect product was oral-b power power oral care refills io series. No injury was reported. 17-may-2023 case update: the concomitant product was oral-b power rechargeable toothbrush handle 3758. No injury was reported.